Manufacturer narrative:
(B)(4).

Event description:
It was reported, that signal loss over one hour occurred for the transmitter with the serial number 8fagke. However, data for the transmitter with the serial number 8ffus1 was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.